Event description:
Patient reported having severe tooth sensitivity that caused excruciating pain. At check in patient marked true to pain, sensitivity and loose.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.